Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the radiographic wire marker of the cup was disconnected. There was no alternative cup, so the surgeon implanted it.